Manufacturer narrative:
Please note that this device was used in an off-label manner, as it was implanted for interstitial cystitis. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor for an off-label use. The patient, who noted that before they were implanted they had kidney stones that they had passed, they went to the urologist and they told the patient that they thought they had interstitial cystitis. The patient reported that the health care professional (hcp) told them that the stimulator wasn¿t approved for this but they thought it would help. The patient stated that they had the implant done ¿3-4 months later,¿ and they immediately felt better. The patient reported that they felt that now they were falling back to where they were originally before the implant.  The patient mentioned that they thought they were currently having a ¿kidney stone attacks,¿ or that the ¿system was not working properly.¿ while on the call, the patient got their patient programmer, changed the batteries and tested it. The patient reported that they were at the same level that they had been on and they thought they might need to turn it up. The patient then increased the stimulation, felt the vibration and turned it back to where it was. The patient stated they were feeling the vibration sensations like when it was first installed: the patient reported that they would feel random vibrations at the left butt cheek at the implant site and ¿kind of the whole butt cheek will cramp up.¿ the patient stated when the vibration goes off, it is uncomfortable, it went to the thigh and felt like it was going through the urethra, but mainly felt it at the implant site. The patient then stated that they hadn¿t felt vibrations since it was installed.  The patient stated that the sensations woke them up a few times last night. The patient stated that some vibrations lasted a few seconds and then stop but that they could start up randomly. Patient services asked the patient when the symptoms started and the patient reported that it started 3 days ago when they thought something was wrong, but noted that yesterday it got worse. Patient services asked the patient if they had done anything different around the time they started tohave these symptoms, and the pa tient said that they had had no falls or accidents. The patient noted that they had had some back massages lately, not where the implant was but the patient stated they didn¿t know about if it was over the lead. The patient¿s settings were then checked and they were on program 2 at 1.3 volts with the stimulation on. On the call the patient decreased the stimulation to 1.1 volts. Patient services asked the caller when they checked their settings before talking to the manufacturer company and what buttons they pressed to check the therapy? The patient replied that they had pressed the ¿light bulb button,¿ on the front to turn the screen on. Then they stated they hit the ¿on¿ button on the left side. Patient services advised the patient that it could be possible that the patient¿s stimulation had been off and when the patient pressed the stimulation on button, they turned the therapy on and that is why the patient was now feeling the vibrations. The patient stated they didn¿t think that they turned the therapy off. They stated that they never pressed the off button and that after implant they felt immediately better and had felt that way since.  Patient services asked the patient if there was any position that had caused the vibrations to start and the patient said that they could be standing or laying down and the vibrations would start. The patient stated that the vibrations were not correlated to a certain movement. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. The patient said they¿d made an appointment on monday ((B)(6) 2021) to meet with the hcp.